Event description:
Quality systems rec'd MDR user facility report from fmc clinic. Complaint is internal "blood leak" of the dialyzer with resultant blood loss of 250 ml due to discard of the extracorporeal circuit. The dialyzer was new, non-processed. MDR filed due to blood loss, as there was no adverse effect to the pt, and no medical intervention was necessary.